Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their controller is not working and they can't charge their implant. Caller stated they keep getting system problem rm03, and it started probably about 2-3 weeks ago. Caller spoke to a manufacturer representative (rep) a couple weeks ago and was advised to leave the recharger on the implant to try and "hard charge it," which worked for a while, but now it's not working at all. Caller added that the relay box and the cord get really hot sometimes. Agent had caller examine the equipment for damage; caller noted that the cord was frayed where the cord goes into the paddle. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the rep was not made aware of the event. When the patient reached out to the rep 2-3 weeks ago, it was regarding their battery being discharged and assisted them in steps to take to charge up the battery.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that recharger had a no device found message as well as cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.